Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, the reported malfunction was observed in a photograph provided by the customer. The lcd color display cable assembly was replaced as a precaution.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.